Event description:
It was reported by the neurologist that the vns patient passed away due to unknown causes on (B)(6) 2008. The patient was receiving vns therapy at the time of death. The patient was compliant with AED medications and experienced seizure reduction with vns therapy. The patient¿s obituary was found and stated that the patient died in his residence. Follow-up with the funeral home showed that the patient was buried, but it is unknown whether the device was explanted after death.